Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported "right side deflation." Device remains implanted. Right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b.5, d.4, d.6b, d.9, h.3, h.4, h.6. Device evaluation: analysis of the returned device identified: crease fold and opening linear on radius leak test and microscopic analysis was performed which identified: opening crease smooth on radius, wear abrasion and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on radius assessed as fold flaw opening.

Event description:
Device has been explanted.